Event description:
Related manufacturer reference number: 2017865-2022-01302. It was reported that patient's atrial and right ventricular lead exhibited noise. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a partial lead was returned in three pieces. Visual examination of the distal portion of the lead found compression on the outer insulation and destructive analysis found an inner insulation abrasion exposing the inner coil due to excessive suture tie down forces. The cause of the reported event was due to the inner insulation abrasion exposing the inner coil. No other anomalies were found.